Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15163. It was reported that the right ventricular (rv) lead was cracked due to subclavian crush syndrome. The patient presented in clinic for lead revision. The chronic rv lead was capped. A new rv lead was implanted into the right ventricular apex, but the pacing threshold was very high. The physician attempted to reposition, but the lead was fixed. When the lead was pulled out, the patient experienced cardiac arrest for a few seconds. The physician decided to keep the rv lead implanted and to implant a new lead. The patient was stable.